Manufacturer narrative:
Catalog number - the correct catalog number is 14324_97. Lot number - the correct lot number is 12616067. Expiration date ¿ the correct expiration date is 04/30/2017. (B)(4) suspect positive bi. The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue.

Event description:
A customer reported a positive result with a cyclesure 24 biological indicator (bi) after a completed sterrad 100s cycle. The bi was incubated for 24 hours. The chemical indicator (ci) changed color correctly. The subsequent bi result was negative. The affected load was recalled. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure 24 biological indicators.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of trending of the lot number, system risk analysis (sra), visual analysis and retains analysis. Trending analysis by lot number was reviewed from 05/05/2016 to 10/11/2016 and trending was not exceeded. The sra indicates the risk associated with a quality problem with no impact on safety is "low." The single cyclesure 24 bi was not returned for visual inspection. Thirty-two retains bis were subject to functional evaluation. All thirty-two bis met specification. It is unlikely that the suspected positive bi was caused by a manufacturing issue in the cyclesure product since the retains product met functional specification, DHR review found no anomalies that would contribute to a positive bi result, and lot history review found lot trending analysis result for suspect positive bi was not exceeded. The suspect bi was not returned for analysis and therefore, could not be evaluated for user error. Therefore, there is insufficient information to determine an assignable cause. An issue with sterrad performance is also unlikely since the ci disc changed color appropriately and the customer indicated that subsequent bis were negative for growth. Should additional information be received at a later date, the complaint will be reopened for evaluation of the event. The cyclesure retains met functional specification. As a result, there is not an issue with product performance when used per the instructions for use (IFU). The issue will continue to be tracked and trended.